Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8731sc serial# (B)(4) implanted: (B)(6) 2014-: product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 0.5 mg/ml at 0.07385 mg/day via an implantable pump for non-malignant pain. It was reported the patient experienced increased pain in their lower back on (B)(6) 2015. They had more pain at low back and left hip after standing for 20 minutes post decrease in pump at last appointment. As of (B)(6) 2015, the patient did not notice pump helping and (B)(6) 2015 they had right lower extremity weakness. The device diagnosis was catheter kink and clinical diagnosis was unsatisfactory analgesia. As intervention, reprogramming occurred on (B)(6) resulting in unscheduled office visit(s). The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2016. The etiology was noted as possibly related to the device or therapy (programming/refill) and unlikely related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code (B)(4). If information is provided in the future, a supplemental report will be issued.